Manufacturer narrative:
(B)(4). Batch # unk. Date of event: month and day unknown. Only year (2018) is known. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. The following information was requested, but unavailable: what type of surgical procedure was being performed? What were the indications for surgery? What anatomic structures was the device fired on during the surgical procedure? Was the surgeon in-serviced on proper tx usage prior to this procedure? Was the staple form inspected throughout the procedure? If so, were there any staple formation issues noted? How long after the original procedure did the bleeding occur? How was the post-operative bleeding identified? How was the bleeding addressed? What is the current patient status?

Event description:
It was reported that post operative to an unknown procedure, the patient presented to the surgeon with internal bleeding. The patient required a transfusion. The patients current condition is unknown. The rep noted that the surgeon is used to dialing down the device to compress the tissue and apparently was unable.